Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
On (B)(6) 2018 the customer reported a serious injury at 9:06am ((B)(6) 2018) for the patient in room ch062. The problem reported was that there was a yellow alarm for low blood pressure but there had been no red alarms at the bedside. The customer stated that the bedside monitor alarms with a yellow alarm when the mean arterial pressure decreases below 65 mmhg. The mean pressure had continued to go down, but no red alarm had been annunciated. Two site doctors confirmed that when the incident (electromechanical dissociation) occurred, the abp pressure was a flat pressure with a residual pressure around 40 mmhg ( can be below, maybe above). They could not confirm the exact mean pressure displayed by the monitor but confirm that it was not zero (0). The patient survived but surgery was required. Two site doctors confirm that when the incident (electromechanical dissociation) occurred, the abp pressure was a flat pressure with a residual pressure around 40 mmhg ( can be below, maybe above). They could not confirm the exact mean pressure displayed by the monitor but confirmed that it was not 0. This case captures the allegation of a malfunction of the patient monitor. The patient had a heart attack through dissociation. The patient did not die but surgery was required. The time was 9:06 - 9:08 for room 62 - ICU ctcv2. The serious injury is addressed via the related piic complaint.